Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that she had been having issues with low blood glucose (bg) in the mornings for the past month. The patient stated when she goes to bed, her bgs are ¿fine¿, but when she wakes up her bg is as low as 30mg/dl. The patient did not report any specific symptoms but stated she cannot sleep due to being concerned about her bg dropping. The patient was concerned that the pump was recommending higher bolus amounts at times than what she thought was necessary. Customer technical support (cts) advised the patient on bolus calculations based on the advanced features. Cts reviewed the pump with the patient and found that basal and bolus deliveries for the past three days are correct per the pump settings and total daily doses were found to be correct. No relevant alarms were reported. The patient noted that she had been treated for bladder cancer in (B)(6), and the bg issues started a few weeks post-treatment. The patient denied any new medications. Troubleshooting found no issues with the pump and the pump was found to be delivering appropriately as programmed. The patient was advised to contact her healthcare provider to discuss the pattern of low bgs and possible settings adjustments. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal and bolus deliveries were on (B)(4) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Ez-carb and ez-bg functions were performed with the pump correctly calculating boluses. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. The complaint could not be duplicated during investigation.